Manufacturer narrative:
Corrected data: further information was provided and the customer clarified that there was no patient contact. The lens delivery system did not function correctly, thus would not allow the lens to unfold. A back-up lens was successfully implanted. There was no patient injury. No additional information was provided. Therefore, this file is no longer considered reportable malfunction. The following section has been updated accordingly: section h6: medical device problem code: 2524. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an pcb00 preloaded intraocular lens (iol) has malfunctioned. No additional information was provided to johnson & johnson surgical vision.